Event description:
Consumer called to report testing in quick succession and getting very different results. Analysis run on clark error grid using mean avg reading (70) as ref. Point vs bd readings of 22, 42, 166, 49 yielded data points in the d zone of the grid, outside of acceptable limits.